Manufacturer narrative:
B5: updated with additional information.

Event description:
Additional information was received indicating that there was no patient involvement with respect to the incident.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with bubbled downstream occlusion seal. During analysis, the customer's stated problem was able to be verified. During inspection and testing, the device failed downstream occlusion high pressure calibration test and alarmed "cassette not atached properly" message when cassette was attached. It was found that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.